Event description:
It was reported that the pt underwent a spinal procedure. During the surgery, the tip of the driver fractured during screw insertion. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Macroscopic examination confirms hex head broken off from internal shaft. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface, with no indication of torsion or fatigue. The location, direction and nature of fracture, in addition, to the angle of the primary fracture plane suggest failure due to bend stress overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.